Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shutdown due to low power. Reportedly, the contact did not want to check the history to confirm the event and the contact declined troubleshooting. The user's blood glucose (bg) level was 426 mg/dl. The bg level was addressed with a bolus.